Event description:
Rptr complains of ruptured implants and numbness of both breasts. A medical professional confirmed silicone in chest, right and left arms, lymph nodes in neck. Demyelinating neuropathy. Organizational difficulty, lack of concentration, short-term memory loss, getting lost or confused, balance disturbances/vertigo/dizziness, pain &/or burning sensation, inflammation, elevated cholesterol or triglycerides, blurred vision, light sensitive, thyroid problems, chronic swelling, chronic pain, frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, hysterectomy, hair loss, frequent migraines/severe headaches, tachycardia, chest pain, allergies to: chemicals, molds, dust or pollen, connective tissue disease, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, pain in lung area, lymphadenopathy, lymph nodes removed from neck, muscle spasms, muscle pain & burning, muscle atrophy, rashes, dermatomyositis, chronic insomnia, non-restorative sleep. Vasculitis, granulomas or siliconomas, clumsiness/drop things, misjudge distance/run into objects.